Manufacturer narrative:
(B)(4). The lot number was determined to be either gd896134 or gd895953. A batch review was conducted for the potentially associated lots gd896134 and gd895953. No deviations were found related to this reported condition during the manufacture of either of these lots. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy.  The cause of the peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital after four days and has recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.